Event description:
A report was received that the patient¿s ipg was eroding and had broken through the skin. The patient underwent a revision procedure wherein the physician replaced the ipg and re-sited the new ipg.

Manufacturer narrative:
Device passed the residual gas analysis test. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient¿s ipg was eroding and had broken through the skin. The patient underwent a revision procedure wherein the physician replaced the ipg and re-sited the new ipg.

Manufacturer narrative:
Additional information was received that the location of the skin breakage was on the patient's chest wall. The physician stated that no malfunction was suspected with the explanted ipg. The patient was doing well post-operatively.

Event description:
A report was received that the patient¿s ipg was eroding and had broken through the skin. The patient underwent a revision procedure wherein the physician replaced the ipg and re-sited the new ipg.